Event description:
It was reported in the acta obstrica et gynecologica scandinavia 2002; 81: 72-77, that a hematoma occurred outside the retropubic area, following a sling procedure. The patient required a blood transfusion.